Event description:
Additional information was received on 02apr2021. Just balloon angioplasty was performed on the lesion. The balloon was allowed to deflate completely before attempting to pull the balloon back through the sheath. The balloon catheter shafts were not kinked or bent prior to removing. The sheath shaft did not separate completely from the hub and get pulled back through the valve, when removing the balloon. There was resistance during withdrawal. There was no difficulty removing other devices through the sheath. The vessel was stenosed. There was no damage noted on the sheath prior to insertion.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the sheath/catheter mechanical damage component inversion since the sample was not available .the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon deflating and removing an angioplasty balloon from a 6fr glidesheath slender sheath, the sheath was inside out; like a pant leg and the balloon was stuck. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. The procedure outcome was successful. Additional information was received on 22feb2021. The procedure was an angioplasty of a non-maturing dialysis fistulae. The procedure was completed successfully. According to the physician the balloon was deflated completely. They had to swap out the sheath over a wire because the balloon was stuck.